Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm performing pm returned at a later date and replaced the fiber optic assembly per the customer's request. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the fiber optic sensor module for the cs300 intra-aortic balloon pump (iabp) was observed to be bad. There was no patient involvement and no adverse event was reported.